Manufacturer narrative:
The device, previously unknown, was identified with receipt of the device. The device was received on march 2, 2023. The device is a 400cc mentor memorygel breast implant, catalog #3507400bc, lot #5545290. The implant date, previously unknown, was (B)(6) 2005. A manufacturing record evaluation was performed for the finished device 5545290 number, and no non-conformances were identified. The investigation of the impacted product was completed by the failure analysis lab on march 9, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view measuring approximately 0.5 cm. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old caucasian female who underwent breast augmentation revision with a 400cc mentor memorygel breast implant and an unknown mentor gel implant experienced bilateral baker grade IV capsular contracture and left sided rupture post procedure. There was associated pain and distortion. As a result, bilateral prosthesis replacement with 325cc mentor memorygel breast implants was performed on (B)(6) 2022. See 1645337-2023-01973 for contralateral prosthesis report.